Event description:
It was reported that during the preparation of photoselective vaporization of the prostate (pvp) procedure, while the patient was under anesthesia, the fiber was connected to the console and the fiber recognition error appeared on the laser screen. It was observed that the fiber connector had some missing pins. The procedure was cancelled and the patient was rescheduled. No complications to the patient occurred due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed fiber does not exhibit signs of usage. The conductive segment f connector is missing. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. An evaluation conclusion code of manufacturing deficiency was assigned to this investigation.

Event description:
It was reported that during the preparation of photoselective vaporization of the prostate (pvp) procedure, while the patient was under anesthesia, the fiber was connected to the console and the fiber recognition error appeared on the laser screen. It was observed that the fiber connector had some missing pins. The procedure was cancelled and the patient was rescheduled. No complications to the patient occurred due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed fiber does not exhibit signs of usage. The conductive segment f connector is missing. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. An evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the preparation of photoselective vaporization of the prostate (pvp) procedure, while the patient was under anesthesia, the fiber was connected to the console and the fiber recognition error appeared on the laser screen. It was observed that the fiber connector had some missing pins. The procedure was cancelled and the patient was rescheduled. No complications to the patient occurred due to this event.